Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac instructed the customer to check the video cabling. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no video signal during inspection for use of an olympus video system center. There was no patient involvement reported.